Manufacturer narrative:
(B)(4).

Event description:
It was reported that the plaintiff underwent a right hip revision surgery on (B)(6) 2021 due to hip pain, metallosis, elevated metal ion levels and pseudotumor. The current state of health of the patient is unknown. The primary right hip bhr tha surgery was performed on (B)(6) 2008.

Manufacturer narrative:
H3, h6: it was reported that the plaintiff underwent a right hip revision surgery on (B)(6) 2021 due to hip pain, metallosis, elevated metal ion levels and pseudotumor. The devices, used in treatment, have not been made available for analysis. As no device part and batch numbers were provided for investigation, a complaint history review, manufacturing record review, device labelling / IFU review and historical review of the escalation actions could not be performed. If more information is received, this investigation will be reopened. A risk management review was performed for the acetabular cup. The alleged failure modes and associated risks have been anticipated within the risk file and the anticipated risk level is still adequate. Hemi heads and modular sleeves have been phased out from the market and as a result there is no live risk management file to review for these devices. Since no underlying medical documents were received no thorough medical investigation can be performed. Based on the reported symptoms it cannot be concluded that the events/clinical reactions (pain, metallosis, elevated metal ion levels and pseudotumor) were associated with a mal-performance of the implant. The patient impact cannot be determined at this time. Without the return of the actual devices or further information we cannot further investigate or confirm the reported complaint. The investigation remains inconclusive, and a definitive root cause cannot be determined. Specific factors known to contribute to the alleged fault are excessive physical activity levels, unreasonable stress on replacement system, excessive patient weight, trauma to the joint replacement. If the products or additional information become available in the future, this case will be reopened. Based on this investigation, the need for corrective and preventative actions is not indicated.